Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvtb8, (imp,tsv,3.7,8,mtx,mg) for evaluation. Visual evaluation / functional test was performed, implant and feature mount confirmed to be stuck together. Unable to remove mount. Malfunction detected. DHR review was completed for the subject lot number 1276163. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1276163 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the implant and/or fmt was not adequate to withstand recommended torque values for placement/seating. Therefore, based on the available information, a device malfunction did occur. The mount confirmed to be stuck together. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The mount does not disengage from the implant. It remains stuck and cannot be removed either inside or outside the mouth. He had to put in another implant in order to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.